Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) exhibited post-paced t-wave oversensing. The ICD was reprogrammed. There were no patient consequences.